Manufacturer narrative:
Device received on 8/9/2019. Additional information indicted that the replacement devices are as follow; left replaced with catalog number 3341052, serial number (B)(4), and right replaced with catalog number 3341052, serial number (B)(4). Device evaluation completed on 9/2/2019: during analysis of the device a rupture was noted in the posterior view measuring approximately 10 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 250cc saline breast implant, catalog number 3501635, lot number 5646530. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 250cc saline breast implants which bilaterally deflated after implantation. The issue was diagnosed by ultrasound. As a result, patient underwent bilateral removal and replacement with catalog number 3341052, lot number 7473055 on(B)(6) 2018. This report is for the left side.

Manufacturer narrative:
Correction: on (B)(6) 2019 mentor became aware that the devices were implanted after their sterility expiration date. Multiple attempts have been made to obtain clarification of date of implantation. However, no additional information has been made available. Updated evaluation: during analysis of the device a rupture was noted in the posterior view measuring approximately 10 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. According to the expiration date of the reported lot number, the devices were implanted with an expired date. Multiple attempts have been made to obtain a clarification of the implantation date. However, no additional information has been provided. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).